Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The manufacturer evaluation revealed the clamping system is frozen and the burr cannot be locked. Further evaluation revealed the bearing inside are rough and dirty and corrosion is visible.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a calcaneous osteotomy surgery the ar-300b would not grip a burr. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. The surgeon had to use a power tool and a chuck with the burr. It was not necessary to switch the surgical technique or do a second surgery.